Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for an unknown lag screw. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the dynamic hip system (dhs) lag screw was attached on the implant holder. Prior to lag screw insertion the surgeon checked the implant. During implant insertion, the surgical team heard a clicking sound. Upon retrieving the implant holder the nurse noticed the discrepancy in the implant holder length measured approximately 0.9 cm of dynamic hip system (dhs). The tip of the implant holder (0.9 cm) was left inside the patient. The tip is stuck inside the screw recess. The patient went for proximal femur fracture fixation-dynamic hip screw surgery. There was no surgical delay. This report is for one unknown lag screw. This report is for 2 of 3 (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.